Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) conducted an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The covered rubber part was torn down. The tube shaft was damaged posterior to the jaws. The rotation knob functioned without difficulty. The jaws extended and retracted without difficulty. The jaws were applied to test media and grasped the media without issue. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend for sheath damage complaints. No enhancements or improvements were generated for the reported condition. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: before using the product for a patient, it was found that the head of forceps was difficult to be opened. Opened another. Operating time extended: less than 30 min. No further incident.